Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that a stent fracture occurred. A synergy xd mr ous 3.50 x 48mm was selected for treatment of the target lesion, which was 100% stenosed. After implant of the stent, the physician noticed that the stent had fractured. Another stent was deployed in the fractured area. There were no patient complications.